Event description:
It was reported that the patient presented for initial implant. Prior to insertion, the physician tested the right ventricular (rv) lead, and the helix failed to extend. This rv lead was not used, and the physician completed the procedure using a different rv lead. There were no patient consequences reported.